Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot number. The device was released meeting all qa specifications.

Event description:
Hologic has received correspondence arising from litigation. The litigation alleges that a 57-year-old patient had surgical intervention for a right wire localized lumpectomy with placement of biozorb implant on (B)(6) 2019. Patient reports palpable lump right breast upper-inner quadrant. It is alleged that by (B)(6) 2022, the patient reported worsening pain in the right breast, right axilla, swelling in the right axilla, upper lateral breast and some nipple discharge. No other relevant information was provided. This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable event.